Event description:
The customer reported via phone call that he experienced high blood glucose levels. His blood glucose level was 280 mg/dl. The customer thought the tubing looked like it had a gap with air bubbles. The tube connecter appeared to have a flat pinch in the tubing that was coming out. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.